Event description:
During sapien xt placement in the native mitral valve procedure, the pulmonary vein was perforated. Ultimately the patient expired. Initially, the patient was placed on pump so the team could take their time to deploy the valve. The super stiff wire was placed in the left upper pulmonary vein for support. Once the wire was placed, the team ballooned the native mitral valve and advanced the 23mm sapien xt valve. Once the valve was in the lv, a lot of air was noticed in the left atrium and in the lv. Initially it was believed that the air had entered with delivery of the valve. The thv was deployed and there was no parvalvular leak or lvot obstruction. Shortly after valve deployment, st elevations were observed and a right coronary angiogram was performed. Air was seen in the right coronary artery and aspirated with an aspiration catheter. At that point it was noted that a perforation of the left vein occurred and all the air was coming in from the lungs. The patient was placed on ECMO but remained unstable. Finally, the patient was able to wean off bypass. She remained stable, until she started coding an hour later. She was bleeding from the perforation and subsequently passed away. It was perceived that the pulmonary vein was perforated during wire advancement, however, there is no way of knowing when the event occurred and if any edwards device was on the wire at that time.

Manufacturer narrative:
At this time, the thv is not indicated for use inside a native mitral valve, and there is no guidance in the thv training manual on usage of a sapien xt valve within a mitral valve. Instructions for use (IFU) in tavr cases state cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication of the procedure. These instructions are relevant in this case as well. In this case, it is believed that the pulmonary vein was perforated during wire advancement, however, there is no way of knowing when the event occurred and if any edwards device was on the wire at that time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.